Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they are replaced with 3rd party door latch assy for door latch is sticking, corroded bezel, broken ail sensor assy, delaminated keypad assy, corroded platen assy, corroded membrane frame and corroded left/right iui. Based on the findings, service determined that the probable root cause of the reported issue was due to maintenance issue of the kit lvp latch assembly. A review of the device history record showed the device had a manufacture date of 03mar2014. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the device was broken or damaged. It has a door latch that is sticking and is alarming for air in line (ail). No additional information was provided. There was no patient involvement.

Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device was broken or damaged. It has a door latch that is sticking and is alarming for air in line (ail). No additional information was provided. There was no patient involvement.